Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported suture malposition could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the reported information, since the suture was deployed in the tissue tract, the suture did not capture the vessel wall to adequately stay in place when pulling the rail suture and subsequently pulled out as reported. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first prostyle suture was deployed. When pulling the long suture during the pre-close phase, the suture pulled out of the anatomy. It had deployed in the tissue tract. Two other prostyle devices successfully pre-placed two sutures. The sheath was upsized to 16f, and the aaa procedure was completed. The sutures of the two successfully deployed prostyle were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.